Event description:
Dexcom g7 continuous glucose monitor (cgm) issues. The cgm fails. The most recent occurrence was on (B)(6) 2025. Monitors are supposedly good for 10 days. The device commonly has issues somewhere between day 7 and 8. I have experienced multiple sensor failures. With probably 20 sensors, I have experienced 8 failures and probably 10-15 sensor issues. The device tells me that it has "brief sensor issue" and fails to produce accurate glucose levels. The glucose levels will bounce around, indicating 40 or 50 point swings in 5 minutes and could bounce up, then back down, or stop providing glucose levels all together. The "brief sensor issue" is often, but not always, followed within a couple hours by "sensor failed". At this point, there is no way to re-connect or re-try the sensor. It has to be removed and replaced. Given that the device is covered through insurance and provided 3 in a 30 day cycle, this leaves no room for error. While dexcom has been great with their replacement policy of failed sensors, this is still a problem when the device is failing this often. The dexcom goodwill replacement policy is 3 within a 12-month period. I have had failures of sensors on the following dates: (B)(6) 2024, (B)(6) 2025. With so many failures in less than 12 months, it is not possible to get replacements for so many. To add to the issues with the g7, the sensor also has "brief sensor issue" even more frequently than the failures. The sensor will stop reporting glucose values for a period of 30 minutes or sometimes hours. The device shows up as connected in my phone. But, the program does not show sensor values. It will sometimes respond with bouncing values as well. It will show a critically low number, then bounce up 40 or 50 points with the next reading, then no reading for 20 or 30 minutes, followed by a more steady response of numbers an hour or so later. The final issue I have experienced is connections with the omnipod 5 g7 insulin pump connections. While I do not know if the pump being unable to utilize the cgm values, I suspect that the connection issue that shows up with the omnipod has more to do with the g7 failures. The g7 and omnipod 5 g7 are designed to work together. The omnipod application allows for connection to the g7 and to utilize the cgm readings to input values needed for insulin delivery calculations. After connecting the g7 sensor information to the omnipod app, the pump will utilize the g7 values for a period of time before no longer showing the g7 glucose values. This failure to integrate means that all glucose values must be entered manually and do not input automatically as advertised and designed to do. While this is more of an inconvenience, it is still problematic when the purpose of integration is to provide automatic insulin delivery to better control glucose levels without constant user input. I must add that for a period of some months, my insurance refused to cover my dexcom g7. For this reason, there were a few months since (B)(6) 2024 that I did not have a sensor. So, over that period, I was not operating the sensor on the standard 10 day cycle at all times. These quantities as a percentage are far greater than if calculated based on continuous use over the last 10 months. I must also note that I have had training by nurse, endo, youtube, and verbal discussion with dexcom rep to ensure that the sensor is being applied correctly. I also experienced little to no issue with the dexcom g6. Which would indicate that these failures are unlikely to have been caused by user error upon application. Reference reports: mw5174502,mw5174503, mw5174504, mw5174505, mw5174506, mw5174507, mw5174508, mw5174509, mw5174510, mw5174511, mw5174512, mw5174513, mw5174515, mw5174516, mw5174517, mw5174518, mw5174519, mw5174520, mw5174521. Patient code: 4582. Device code: 2917; 1535; 1559.